Event description:
It was reported that the patient complained of pain and skin irritation at the insertion site of their diagnostic implantable cardiac monitor. Pocket was revised and device was placed parallel to sternum and implanted deeper into breast tissue. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).